Manufacturer narrative:
Other, other text: b3: event date unknown. D4: UDI - (B)(4). Device evaluation: one device was received. A visual inspection found the dso seal damaged. During the functional testing, the dso sensor was found to be inoperable as it was stuck in mu mode at 1 mv with no pressure. The downstream occlusion error was confirmed as the downstream sensor was found to be inoperable. The dso sensor was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the device displayed a downstream occlusion error. Patient involvement is unknown.